Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm that the programmer froze, however, the programmer did have a long boot. It was noted a system error was found in the programmer error log. Analysis found the rf (radio frequency) connector on a printed circuit board assembly is loose. (B)(4).

Event description:
It was reported the programmer freezed during startup. It was noted the programmer functioned normally once it booted up. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.